Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty optical filter. However, the specific cause of the faulty optical filter was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct e1 and update b5, d10 with additional information received from the customer.

Event description:
The problem occurred during the middle of a therapeutic ureteroscopy lithotripsy procedure. The procedure was completed with a similar device with no delay with the patient under general anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: e100 was confirmed due to a defective u shape 170 light-emitting diode, the hexagonal spacer 15 was damaged, and the 180 s socket was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center displayed error code e11. No delay was noted. There were no reports of patient harm.